Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient's device was explanted. It was reported that the battery was pressing on a nerve in which was affecting patient's ability to walk. No further complications were reported as a result of this event.